Event description:
It was reported that the pump motor had stalled following an MRI (magnetic resonance imaging). The stall was confirmed and no recovery was noted. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were no reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.